Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading during time of incident was 364 mg/dl. The customer's current blood glucose is 307 mg/dl. The customer treated with a bolus from the pump. The customer was hospitalized for diabetic ketoacidosis. The customer reported multiple no delivery alarms since high blood glucose reading began. The customer will not return the pump for analysis.